Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient experienced twiddler's syndrome causing loss of slack and high pacing thresholds on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) was modified surgically to resolve the issue. No additional adverse patient effects were reported.